Manufacturer narrative:
The field service engineer (fse) found issues with various instrument parts and replaced them. Instrument performance testing was acceptable. The customer ran qc with acceptable results. The instrument was operating within specification. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+b (hcg + b) and 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 immunoassay analyzer. Patient 1 initial hcg + b result was 69 miu/ml. This result was reported outside of the laboratory where the physician requested repeat testing based on the latest hcg + b result for the patient from a separate sample tube. The repeat result was 19000 miu/ml. This result was believed to be correct. Patient 2 initial estradiol iii result was > 3000 pg/ml with a data flag. The repeat result from a manual dilution was 2074 pg/ml. The repeat result from an automated dilution was 2005 pg/ml. The questionable result was not reported outside of the laboratory. The repeat results were believed to be correct. The hcg + b reagent lot number was 614888. The expiration date was not provided. The estradiol iii reagent lot number was 590311. The expiration date was not provided.

Manufacturer narrative:
The hcg + b reagent lot number expiration date was 31-jul-2023. The estradiol iii reagent lot number expiration date was 31-dec-2022. Calibration was last performed on 15-aug-2022 for both assays and was acceptable. Qc was acceptable for both assays prior to the event. Alarms were observed on the customer's alarm trace data. The investigation determined the service actions (replacing various instrument parts including the measuring cell) resolved the issue.